Event description:
As reported, a 6f exoseal vascular closure device (vcd) deployed but the plug stayed attached to deployment sheath. Hemostasis was achieved with manual pressure. The indicator wire was still visible when the device was removed. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The interventional procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6f exoseal vascular closure device (vcd) deployed but the plug stayed attached to deployment sheath. Hemostasis was achieved with manual pressure. The indicator wire was still visible when the device was removed. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The interventional procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18353620 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug-inaccurate placement¿ and ¿indicator wire-unable to retract¿ could not be confirmed. The IFU states to use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. As per the IFU, approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Potential factors could be incomplete depression of the deployment button, which can contribute to both wire retraction issues and incomplete plug deployment issues. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.